Event description:
During g3 long nail surgery, the surgeon tried to insert the distal locking screw using the self holding screw driver. However, he could not hold the locking screw with the self holding screw driver and the locking screw was dropped off. The locking screw was stuck at the point where it reached to the part just before the cancellous bone. Afterwards the surgeon found that the screw head was deformed. Thus the surgeon could not remove the locking screw and the wound was closed as the locking screw was left in the patient.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.